Event description:
It was reported that the pump displayed a reset screen unexpectedly. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support resolved the issue by sending a replacement pump and advising the caller on steps to take when receiving the replacement, including how to return the problematic pump using a pre-paid label.